Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log showed that at 12:30 pm on (B)(6) 2016 the pump module was infusing insulin standard 100unit in 100ml at 4ml/hr. At 2:02 pm, the dose was changed to 20unit/hr, which changed the rate to 20ml/hr. The infusion continued at this rate until 7:09 pm when the device was channeled off. The volume recorded as being infused while the rate was 20ml/hr was 101.685ml. A concomitant pump module was in use and infusing potassium chloride peripheral line 40meq/100ml at 10ml/hr and the rate of infusion was being titrated. The root cause of the overinfusion was identified as user programming. Devices not received, log review only.

Event description:
The customer reported that an infusion of insulin was documented to infuse at 6 units/h however was noted to be infusing at 20 units/h. The pharmacist stated that he believes the rn meant to change the rate on the kcl module (b) from 15ml/h to 20ml/h but instead changed the dose on the insulin module (d). There was no patient harm.